Event description:
The pt was in the hosp for surgery, and the pacer clinic was called to do a routine post-surgery check. The programmer showed the device reset screen and no magnet behavior could be elicited. A backup reset was performed successfully.